Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the fastening system is broken. A recurring problem with this part, which breaks after a certain number of uses (see (B)(4)). The device was in contact with the patient. No stopping the procedure. No change in technique. Use of a new device: use of a second ancillary impactor handle. No patient consequences. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune impaction handle was broken at the lever of the locking mechanism. Fragments were returned for evaluation. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune impaction handle would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " the fastening system is broken. A recurring problem with this part, which breaks after a certain number of uses." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that attune impaction handle (254401017) had broken. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life problem identifed and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The fastening system is broken. The device was in contact with the patient. No stopping the procedure. No change in technique. Use of a new device: use of a second ancillary impactor handle. No patient consequences.

Event description:
Additional information was received and states that: . Was/were there any adverse consequence/s that affected the patient because of the reported event? No in intra-op and nothing to report to date. B. Did the instrument break into two or more pieces? More pieces, 3 pieces : fastener, spring and the handle itself. C. If depuy synthes instrumentation broke during surgery, were all pieces retrieved from the patient? Yes, no fragment in the patient, fragments fallen in the surgical drapes (sterility??). D. Was surgery time extended due to a depuy synthes product? No, just time to change the impactor handle.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> according to the information received, " the fastening system is broken. A recurring problem with this part, which breaks after a certain number of uses." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment ¿manche impacteur attune, (B)(4) _ réclamations impacteurs attune, re_ j&j medtech materio _(B)(4). Réclamations impacteurs attune.¿ the photo investigation revealed that attune impaction handle (254401017) had broken. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life problem identifed and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: h4.